Event description:
Fracture of driveline wire causing short to shield error and drop in pump speed, as well as pump stopping. Pt symptomatic with speed drop/pump stop. Pt hospitalized for monitoring and pump replaced surgically (B)(6) 2016.